Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube lip, scratched display window, and cracked battery tube threads.

Event description:
The customer reported being hospitalized due to high blood glucose over 400mg/dl. The customer stated that she changed the site both of those days and she was not receiving insulin. The caller experienced nausea and vomiting. The customer mentioned that once cannula was fine, but the other one was a little bit bent, and the insulin pump did not alarm no delivery. The caller also stated being hospitalized twice in fifteen days. No further information was provided.